Event description:
It was reported that a labeling issue occurred. A 2.5x220x150 (4f) sterling was selected for angioplasty of the tibial artery. After the balloon was inserted into the patient and inflated to treat the lesion, it was noted that the balloon appeared to be too small. Upon checking the size label on the sterling hub, it was confirmed that a 2.0x220 sterling was actually in the package and inflated in the patient. The procedure was completed with another 2.5x220x150 sterling device. There were no patient complications.